Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred after the cartridge and infusion set were changed. Customer removed and reattached cartridge to clear the alarm. Customer's blood glucose was 181 mg/dl. Customer continued to use pump for insulin therapy.